Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The logs for the imaging system were reviewed by medtronic personnel. The logs showed that there were no connected clients in the pendant manager. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system did not start as intended. It was reported that a third start up process restored functionality. It was noted that the event logs showed that the power firmware could not be read. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The battery monitor board was returned to the manufacturer for analysis. Device was analyzed via functional testing, performance testing, and physical examination. Analysis found no fault or failure on the returned battery monitor board.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure, with no patient present. It was reported that the image acquisition system (ias) failed to start twice but started working normally on the third time. According to the log history, error message "cannot read power firmware version" appeared multiple times.